Event description:
Boston scientific received information that this system was explanted secondary to pocket erosion. No adverse patient effects were reported.

Manufacturer narrative:
This issue will be re-evaluated if additional information is received.